Event description:
Pharmacy dept started to prepar onq pumps with local anesthetics. Pharmacy is following MFR labeling and clamping tubing for storage, until used for pt. Received report from physician that when pt returned for f/u visit, even though clamp had been opened, no drug infused because of kink remaining in tubing from the clamp.